Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient underwent a device changeout procedure due to normal battery depletion. While the device was removed from the pocket, this right ventricular (rv) lead was observed to have no insulation; only the conductor was observed. The physician opted to surgically abandon this rv lead and place a new rv lead. No additional adverse patient events to report at this time.